Event description:
Spouse of home patient (hp) contacted baxter's technical service center for assistance while setting up for apd therapy. Spouse reported receiving a "reload set 160" alarm. While troubleshooting the alarm, the spouse was questioned regarding any notation of moisture. At that time, the spouse did not note any moisture. The technician advised the spouse to reload the set into the homechoice machine. During the self test, the spouse noted moisture under the cassette door. The spouse was instruced to discontinue use of current setup and resume with new supplies. Follow up with the spouse indicated therapy was resumed and completed without incident. No patient injury or medical intervention reported per spouse.